Event description:
A report was received that the patient was not able to charge the ipg due to the battery being too deep. The patient underwent a revision procedure wherein the pocket was moved up to the flank. The patient was doing well postoperatively.